Event description:
Noise was discovered on the lead, which led to oversensing and could not be reproduced. The decision was made to upgrade to a bi-v system and add a rate-sensing lead. The lead remains implanted.